Manufacturer narrative:
Concomitant medical products: dtma1qq crtd, 6935m62 lead, 429888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pericardial effusion post implant. The right atrial (ra) lead exhibited p-wave undersensing and the healthcare professional was suspicious of ra lead perforation. While the patient was in the intensive care unit (ICU), they received 6 inappropriate shocks related to increased rate in the ventricular fibrillation (vf) zone, but atrial markers were lost. The lead and implantable cardioverter defibrillator (ICD) remain in use. No further patient complications have been reported as a result of this event.